Event description:
I recently purchased ((B)(6) 2017) women's tampons by the company, "this is l." This is the first time I have ever purchased a product from this company. I was intrigued by their natural content and being free of chemicals. I used them for about 3 days with no problem. On the fourth day I went to remove the tampon and as I pulled it out it came unraveled into pieces. I had to reach inside to try and retrieve all the pieces that had come unraveled. I have never seen this happen with any other tampon product that I have used. About a week later, I began to get what I thought was a yeast infection. Come to find out the infection was caused by a piece that was still stuck in my vaginal canal. My body ws definitely taxed from this experience. I am concerned for other women that may have the same thing happen. My period began on (B)(6). The infection began on the (B)(6). Today on the (B)(6) I passed a small piece of the tampon threading that was left inside. I was mortified to see this. I have not seen a doctor as of yet, but plan on it as soon as possible. My body has been achy and I have not felt well. I still have the original packaging container and left over tampons. I hope and pray this situation is remedied through notifying others of the product's malfunction. Document number:(B)(6), report number: (B)(6) injury info: injury, no first aid or medical attention received. Product category: personal care. Product type: personal protection. Retailer: (B)(6). Retailer state: (B)(6). Purchase date: (B)(6) 2017, this date is an estimate. The product was not damaged before the incident. The product was not modified before the incident. I have the remaining unused tampons from the original purchase that the obviously defective tampon was in. They may all have been defective for that matter.